Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is emitting a call service alarm but they are able to rewind, load, and prime, but the time and date reverted to (B)(6) 2007, 12am, after battery removed and reinserted. Patient stated that the time and date have been reverting to default for a while. On (B)(6) 2013, the patient was feeling unwell, with a blood glucose as low as 61 mg/dl, with blurry vision and a stomach ache. The patient ate crackers and in 30 minutes her bg was up to 124 mg/dl and she felt fine. Later in the evening, her bg had gone up to 381mg/dl at dinner time stated that her stomach hurt then as well. At this time, they saw the pump date was again (B)(6) 2007, time unknown. She bolused with pump and drank a lot of water, and bg did come down to target afterwards. Customer support (cs) advised reporter to make sure the time and date are accurate at all times as the rates are time sensitive. The time/date malfunction is not being reported because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen, and the issue is unlikely to cause an adverse event. This complaint is being reported because a patient on pump therapy experienced blood glucose excursions.